Event description:
During the procedure to implant the excluder bifurcated endoprosthesis devices, approximately 1 liter of blood was lost from the access site. The position of the 18 fr gore introducer sheath changed, allowing for the blood loss. The physician indicated that he did not pay close attention to the position of the sheath, thus, the blood loss occurred. No allegation of product deficiency was made. There was no adverse outcome for the pt.